Event description:
It was reported by service report that the head left side rail was damaged with cracks and it could not be locked in the upright position. It was reported that the customer does not know if there was any pt involvement; however, no adverse consequences were reported related to the alleged issue.

Manufacturer narrative:
Result: glide rods.